Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to impedance issues. No additional adverse patient effects were reported. Additional information received reported that prior to the lead revision, the right atrial (ra) lead had exhibited high impedance measurements, which were also confirmed via pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to impedance issues. No additional adverse patient effects were reported.